Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Additional event, product and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that an acute kidney injury occured. An angiojet thrombectomy catheter was used to treat deep vein thrombosis (dvt). Following use of the angiojet catheter, an acute kidney injury occurred. Additional event, product and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.